Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had died. The customer¿s blood glucose level was 241 mg/dl at the time of the incident. Customer states the display was blank less than 30 seconds and did not returned. Customer states display was blank currently. Customer states the contact on the battery cap was neither missing nor damage. Customer decline to proceed with troubleshooting. The insulin pump will not be returned for analysis.